Manufacturer narrative:
Date rec'd by MFR: 12jul2019. The fse (field service engineer) evaluated the ventilator and found a fault with the cable used for testing pip (peak inspiratory pressure) and peep (positive end expiratory pressure). The fse reported that the customer repaired the cable and the problem was resolved. The ventilator successfully passed performance verification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator failed the pvt (performance verification test). There was no patient or user involvement.